Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil broke and unable to visualize the remainder of coils'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 39-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, vaginal candidiasis, pregnant and fetal bradycardia. Concurrent conditions included ovarian cyst and fibroids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash ("rash/skin condition/ rashes or skin conditions type: rashes") and allergy to metals ("nickel allergy"). In 2012, the patient experienced dental caries ("dental problems-tooth decay"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("allergy"). The patient was treated with surgery (essure removed by hyst. (Full),salping. (Bilateral) on (B)(6) 2018 and novasure endometrial ablation- (B)(6) 2012). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, dysmenorrhoea, hypersensitivity and dental caries had resolved and the rash, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dental caries, device breakage, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain, bleeding and dental problems patient underwent surgeries(unknown) on (B)(6) 2012. All symptoms mentioned in section v.2-resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results of confirm. Test bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-oct-2019: new pfs and mr received- new events added: device breakage, abnormal bleeding (vaginal), dental problems updated to tooth decay, nickel allergy. Lot number, reporters information, concomitant and historical conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), hypersensitivity ("allergy"), rash ("rash/skin condition") and skin disorder ("rash/ skin condition"). The patient was treated with surgery (essure removed by hyst. (Full), salping. (Bilateral) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, tooth disorder and hypersensitivity had resolved and the rash and skin disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder and tooth disorder to be related to essure. The reporter commented: patient received treatment for- pain, bleeding and dental problems patient underwent surgeries(unknown) on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: results of confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury nos replaced with event pelvic/ pain, dyspareunia (painful sexual intercourse), abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), dental problems and allergy, rash/skin disorder. Patient demographic details, reporter and product information was added. Lab dada added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil broke and unable to visualize the remainder of coils'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 39-year-old female patient who had essure (batch no. 646527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, vulvovaginal candidiasis, pregnant and fetal bradycardia. Concurrent conditions included ovarian cyst and fibroids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash ("rash/skin condition/ rashes or skin conditions type: rashes") and allergy to metals ("nickel allergy"). In (B)(6) , the patient experienced dental caries ("dental problems-tooth decay"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 7 months after insertion of essure. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("allergy"). The patient was treated with surgery (essure removed by hyst. (Full),salping. (Bilateral) on (B)(6) 2018 and novasure endometrial ablation-on (B)(6) 2012). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, dysmenorrhoea, hypersensitivity and dental caries had resolved and the rash, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dental caries, device breakage, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pain, bleeding and dental problems patient underwent surgeries(unknown) on (B)(6) 2012. All symptoms mentioned in section v.2-resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results of confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.